Event description:
It was reported that the subject rf head showed some interrogation issues. An investigation is required.

Manufacturer narrative:
Preliminary analysis did not reveal any device malfunction.

Event description:
It was reported that the subject rf head showed some interrogation issues. An investigation is required.

Event description:
It was reported that the subject programmer showed some interrogation issues. An investigation is required.